Event description:
A customer reported a tandem mobi cartridge alarm which caused their blood glucose level to exceed the normal range, displaying as "high." To manage this, the customer performed a correction injection through multiple daily injections (mdi). Technical support confirmed the cartridge alarm and, as the issue occurred during the load process, they decided to replace the pump. The customer was using a pump within the warranty period and was advised to use mdi as a backup therapy. Technical support arranged for a replacement pump to be sent, with updated software, and instructed the customer on how to return the faulty pump to avoid charges. The customer acknowledged all instructions including programming settings and connecting their continuous glucose monitor to the new pump.